Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d1, d4, g1, g4 (510k), h4: this report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This report is being filed after the review of the following journal article: renshaw et.al. (2023) patellar tendon reconstruction using tibialis posterior allograft for treatment of patellar tendon rupture after bone-patellar tendon-bone anterior cruciate ligament reconstruction, ochsner journal, vol na pag 1-6 (USA). This is a complaint unknown implant. Patient, a 19 y.o. Male experienced a "superficial wound infection 2 weeks following the operation that was drained and dressed with an incisional vacuum-assisted closure." A copy of this literature article is attached to this medwatch report.